Manufacturer narrative:
Twenty-three samples were received for quality investigation. One sample was received with the drip chamber spike broken. The remaining 22 samples had no issues. Further analysis of the drip chamber spike tip, indicates that the spike was broken of at the tip at the bottom of the openings in the spike. The customer complaint of tubing defective / damaged were confirmed. The issue was reported to the drip chamber supplier and a review of the manufacturing process was conducted in order to determine if the failure could have been missed during the spike manufacturing process. The assembly control sensors are working properly and therefore a broken spike would have been identified during the manufacturing process. Additionally, the records for the drip chamber lot was reported without any additional spikes being reported as broken. Based on the investigation of the samples submitted and the description of the failure from the customer an attempt to break the spike tip was conducted. Attempting to break the tips of the unused samples indicates that the force needed to break the spike is very high and therefore the root cause is not related to manufacturing. The root cause for the failure could not be determined; however, it is possible that the infusion set spike was bent while connecting to the medication bag with a large amount of force causing the tip to break into the medication bag. A device history record review for model 2420-0007 lot number 24125177 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a broken spike. The following information was provided by the initial reporter: writer was spiking a new bag of heparin when the spike tip broke off lodging in the IV bag. Writer maintained sterility of the IV. Disconnected the IV from the patient. Turned the heparin bag upside down to prevent it from spilling and maintained sterility of the bag. IV spike tip removed from heparin bag with a pair of sterile curved mosquito forceps.